Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Evaluation of the subject device by olympus medical systems india private limited (omsi) confirmed the following; defect of the power unit was noted. There is possibility that the reported event was caused by the defect of the power unit. If additional information becomes available, this report will be supplemented.

Event description:
The subject device failed to start up before an unspecified procedure. Reportedly, power malfunction due to thunderstorm occurred when the device failed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.